Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm when they were priming. The customer¿s blood glucose level during the incident was 177 mg/dl. Troubleshooting was performed. The insulin exited with a new reservoir. The product will be returned for analysis.